Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the ins was malfunctioning starting about 2-3 weeks ago. The patient had to go to the hospital because of the device burning the patient¿s skin. The ins was going off; it was clarified that stimulation was turning off on its own. It was noted that the ins had been shut off; however, the patient could still feel the burning. The healthcare provider (hcp) wanted to remove the device tomorrow. It was noted the ins didn¿t even last a year, and confirmed that the patient had not had a fall or trauma. No further complications were reported/anticipated.